Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated out of her fallopian tube') in an adult female patient who had essure (batch no. A96187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), abdominal pain ("chronic abdominal pain") and pelvic discomfort ("discomfort"). At the time of the report, the device dislocation, pelvic pain, abdominal pain and pelvic discomfort had not resolved. The reporter considered abdominal pain, device dislocation, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: right essure devices deployed in tube but no coils but visualized part of one could be seen inside the ostia. Left essure placed without difficulty. 7 coils visualized inside cavity. Lot number: a96187 manufacture date: 2013-02 expiration date: 2016-02-29 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated out of her fallopian tube') in an adult female patient who had essure (batch no. A96187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), abdominal pain ("chronic abdominal pain") and pelvic discomfort ("discomfort"). At the time of the report, the device dislocation, pelvic pain, abdominal pain and pelvic discomfort had not resolved. The reporter considered abdominal pain, device dislocation, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: right essure devices deployed in tube but no coils but visualized part of one could be seen inside the ostia. Left essure placed without difficulty. 7 coils visualized inside cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received. Lot number, reporters information and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.